Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 he received a "hardware radio frequency error" message on his receiver. The message was gone at the end of contact with dexcom technical support.